Event description:
Inject ca 0.8 ml, resistance was felt in the syringe, and then it disappeared. When physician tried to retrieve the micro cahteter, it didn't move. Checking the proximal part of the micro catheter, physician discovered a leakage inside the guiding catheter. The micro catheter was captured in the onyx leakage, so physician had to pull the gliding, pulling the whole package when the micro catheter finally ruptured and was able to take out the proximal part (catheter body) and left the distal section the fistula. No pt sequelae as a result of this event.